Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) was on 100% while on a patient and the patient was not improving, the oxygen saturation levels continued to go down and the ventilator did not alarm. There was no report of permanent patient harm or injury.